Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain headache. It was reported that the patient felt like stimulation was working and then it would stop working. Stimulation was intermittent or erratic. The patient had pain when they stop feeling stimulation. The patient was just been sitting down when they stopped feeling stimulation and then checked the patient programmer which showed that stimulation was still on. The patient also checked the patient programmer when they felt stimulation amplify and pinch. The patient did not know if they had adaptive stimulation settings. This was a sudden change that occurred a few days ago in (B)(6) 2017. The patient had not informed their physician about this issue yet. The patient was redirected to their physician. No further complications were reported.